Event description:
During an in clinic follow up, a loss of capture was noted on the left ventricular (lv) lead. Diagnostic imaging was performed and a lead dislodgment was observed. The lv lead was explanted and replaced to resolve the event. The patient was stable.